Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product was evaluated and the customer's complaint of leaking set was confirmed. A leak was observed at the engagement between the blue nitro tubing and the inlet port of the upper fitment. The root cause could not be determined; however, is probably due to insufficient solvent bond. A review of the finished history record did not reveal any non-conformities associated to this lot number.

Event description:
The date of event is unknown. Customer reports leaking set, exact location unknown. No patient harm was reported and no additional information was available.